Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented to the ER with presyncopal episodes and full syncopal episodes at the hospital. Upon device interrogation, loss of ventricular capture was observed on the rv lead. Programming changes were made. Patient was stable and will continue to be monitored.